Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 9/29/11: university of illinois medical center. Joanna lee, md. Patient discharge instructions. Discharge diagnosis: abdominal pain. Infected mesh. Educational materials: abdominal pain, adult (spanish). Activity instructions at home: no restrictions. Wound/incision care: other: shower normally, no bathing until clinic follow up. Please cover up the abdominal wound with dry gauze daily. Ergocalciforol 50,000 intl units (1.25 mg) oral capsule. Take 50,000 international unit by mouth once every week. Discharge diet: diabetic/calorie controlled diet. Diet instructions: diabetic diet.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: it was reported that the patient had history of multiple abdominal operations and bowel obstruction. Medical records for the additional abdominal procedures were not provided but have been requested. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Pre/postop diagnosis: multiple incisional hernias along the midline. Procedure performed: excision of a previous scar. Extensive lysis of adhesions. Component separation of the abdominal wall. Repair of incisional hernia with mesh. Description of operation: this is a very nice 60-year-old gentleman who underwent multiple abdominal operations in the past. Over the years he developed tow [sic] hernias one at the umbilical area, wihic [sic] is very large and one more at the epigastric area that measures 3 cm. Patient had an episode of bowel obstruction. Now patient is here for surgical treatment. Description of operation: ¿the patient was brought from the preoperative area and was placed supine on the operating room table. General endotracheal anesthesia was achieved by the anesthesia team. Scds and a foley catheter were placed by the surgical resident. The abdomen was prepped and draped in the usual sterile fashion. The operation started by resecting the previous scar being careful not to open any bowel loops. Then, the abdomen was accessed and the entire scar was resected. Then, the abdomen was entered and was found to have massive adhesions from the previous operations. With careful dissection, the small bowel was lysed from the abdominal wall from the hernia sac. This took around 1 hour. Satisfied with this lysis of adhesions and the hernia sac resduction [sic]. Skin flaps were created on both the right and left sides of the abdomen. Thick skin grafts were created starting just above the fascia. Then, in order to achieve closure in the midline, component separation was performed and the rectus muscles were separated from the transverse muscles by dividing the anterior fascia. It was performed from the rib cage all the way down to the iliac crest in each side. Once the rectus muscles were completely mobilized, they were reached both in the midline. Satisfied with this procedure, an inlay gore tex dual mesh was implanted and the mesh measured 30 x 20 cm and was oval in shape. The mesh was placed in an inlay fashion inside the abdomen and it was secured to the fascia with number 1 ethibond in a u fashion all around the circumference of the mesh. Once all the sutures were tied, there was a very good and tight closure of the mesh. Then the aponeurosis was closed on tope [sic] of the mesh with several figure-of-eight of 1 pds. Satisfied with the closure, the wound was profusely irrigated and aspirated. Two jp drains were placed on each side of the skin flaps and secured to the skin with 3-0 nylon. Then, the subcutaneous tissue was closed in a running fashion, providing a good closure of the defect and then the skin was closed with 3/ nylon. The patient was extubated in the operating room and transferred to recovery in good condition.¿. [Missing records: records detailing ¿multiple abdominal operations in the past¿; alleged injury of infection; debridement; seroma; pathology report of specimen removed during the (B)(6) 2011 procedure were not provided.] (B)(6) 2011: [ni]. Perioperative nursing record. Implant sticker. Implants: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 8189980. W.l. Gore & associates. 18 cm x 24 cm x 1 mm. Specimens: hernia sac. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8189980) was implanted during the procedure. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: infected gore-tex mesh from previous incisional hernia repair. Procedure performed: debridement skin, subcutaneous tissue, muscle, and fascia of the abdominal wall. Removal of mesh from the abdominal wall for infection. Indications for operation: this is a very nice gentleman who underwent a complex abdominal reconstruction with mesh almost a year ago. He did very well and a few months later he came back with a severe wound infection that was treated with debridement and percutaneous drainage from a large infected seroma. The patient recovered very well and then was discharged home. At that time he required also dialysis. Now, the patient is back for a bacteremia and the decision was made to go back to the or to remove the mesh. Description of operation: ¿the patient was brought from the preoperative area and placed supine on the operating room table. General anesthesia was achieved by anesthesia team. Scds and a foley catheter were placed by surgical resident. The abdomen was prepped and draped in a sterile fashion. Operation started by reopening the midline incision. Using electrocautery, the skin and subcutaneous tissue was opened. Then, the inflammatory tissue around the mesh was opened, realizing that the mesh was not incorporated into the tissue, a clear indication of infection. The fascia was completely opened, exposing the entire mesh. Then, flaps were performed laterally in both edges of the fascia and 0 ethibond sutures that were placed before were transected. At this point, a large purulent fluid collection drained from underneath the mesh. There was no evidence of any exposed bowel, so the mesh was completely removed from the fascia, removing the stitches. Satisfied with the mesh extraction, all of this cavity was irrigated with at least 2 liters of normal saline. Satisfied with the procedure, the mesh was passed to scrub nurse and also cultures were taken and sent for study. The fascia was closed with figure-of-eight of #1 pds. The subcutaneous tissue was left open and the skin was approximated loosely. The patient was then extubated in the room and transferred to the recovery room in good condition.¿. There is no information detailing the etiology of the infection. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided.] . [Missing records: a culture report detailing analysis of the specimens collected during the 12/27/11 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, surgery to remove mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use also state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8189980. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.